Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation, a 3.50 x 28mm synergy xd drug-eluting stent was advanced; however, the front part of the stent was damaged. The device was simply pulled out from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.50 x 28mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts from the mid and distal stent region lifted and pulled distally. The undamaged crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Examination of the tip via scope found no damage to the tip. A visual and tactile examination of the hypotube found no issues. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation, a 3.50 x 28mm synergy xd drug-eluting stent was advanced; however, the front part of the stent was damaged. The device was simply pulled out from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.